Event description:
After use of the mynxgrip vascular closure device (vcd), hemostasis was not achieved properly after the vcd was removed. There was no patient injury. Manual compression was performed for thirty minutes. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There was mild vessel tortuosity. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The type of procedure the mynx grip vcd was used in was a percutaneous transluminal angioplasty (pta). The device was stored and prepped per the instructions for use (IFU). The procedure use a retrograde approach. A competitor's sheath was in place at the common femoral artery. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Contrast/imaging was used to confirm balloon placement. The deployer maintained tension on catheter while tamping. Hemostasis was not achieved properly after the vcd was removed. The vcd is available for analysis.

Manufacturer narrative:
Additional information to include phone number: (B)(6). (B)(4). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After use of the mynxgrip vascular closure device (vcd), hemostasis was not achieved properly after the vcd was removed. There was no patient injury. Manual compression was performed for thirty minutes. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There was mild vessel tortuosity. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The type of procedure the mynxgrip vcd was used in was a percutaneous transluminal angioplasty (pta). The device was stored and prepped per the instructions for use (IFU). The procedure used a retrograde approach. A competitor's sheath was in place at the common femoral artery. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Contrast/imaging was used to confirm balloon placement. The deployer maintained tension on catheter while tamping. Hemostasis was not achieved properly after the vcd was removed. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant was deployed on the catheter shaft, and the advancer tube was found remained in manufacturing position. A merit prelude 5f procedure sheath (non-compatible per the mynxgrip instructions for use (IFU) was observed on the device, covering the balloon as received. The returned device condition is like a device failing to deploy. The device was inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was detached from the black handle and advanced completely without issue. The advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed no damages to the tamp locks of the returned device that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. A product history record (phr) review of lot f2111802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The IFU also states ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen.¿ failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. In addition, the investigation also found an incorrectly following the mynx instructions for use (IFU). A merit prelude 5f procedure sheath was returned with the device which was not compatible with the returned mynxgrip 6f/7f. Per the mynxgrip IFU, procedure preparation step, it states that ¿when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm.¿ failure to follow the mynxgrip IFU may result in a device failing to deploy during the procedure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.